Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the inserter was sheared of and broken while graft placing. The tip of the threaded part was broken in pieces. The device came in contact with the patient. No fragments were remained in patient. No patient complications were reported due to this event.